Manufacturer narrative:
The event occured in another country.

Event description:
Caller states the lancet on the multiclix device does not pull back after triggering. Diabetes-educator injured himself with the device of a patient. No treatment has been initiated after the accidental needlestick. The patient is known to the dc educator. Blood of both (patient and dc educator) has been checked in the lab regarding hiv; hcv and hbv. All results are fine. No adverse event reported. Replacement device was sent.